Event description:
The patient underwent several surgeries in 1994. These included procedures to divert a colostomy and a partial colectomy. It is reported that severe infections followed use of sutures and that the patient ultimately died as a result.